Event description:
The reported issue was observed in the log files but unable to be replicated during testing. No damage was identified related to the set ID during internal inspection. Som was updated. The device had mock infusions performed and passed without issue. The device passed set ID functional testing without issue. Log files were reviewed and were consistent with a set ID failure and as such it will be replaced.

Event description:
The following has been reported: biomed reported: these pumps are having cassette issues. They have been properly cleaned and reset; problems still happen even with different cassettes. No reports of stopped infusions or patient harm. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.